Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2020-00053 under the same suspect medical device but an incorrect manufacturer name, city and state. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false negative architect sars-cov-2 igg result for a (B)(6) year old white male patient. The customer provided the following results for the patient: on (B)(6) - pcr positive sample ID (B)(6): on (B)(6) - 0.32 negative architect; eco kit igg reactive; igm non-reactive. On (B)(6) - 0.29 negative architect. On (B)(6) - snibe kit covid igg 1.276 reactive; covid igm 0.758 non-reactive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely negative result included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16253fn00 was completed. Device history record review on lot 16253fn00 did not show any issues. Labelling was reviewed and found to adequately address the issue under review. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16253fn00 was identified.